Event description:
Patient with a unicondylar knee implant was revised to a tkr.

Manufacturer narrative:
Patient with a unicondylar knee implant was revised to a tkr. Review of the device history record indicates that the device was manufactured to specification.